Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of foam degradation. The device settings during the event were not known. The dreamstation bipap was returned to the manufacturer 's third party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device had 1 total number of error. In conclusion, the device was scrapped.